Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. The pump was returned and no anomalies were identified. The catheter was returned and no significant anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 1.5 mg for a total dose of 0.65039 mg/day and compounded bupivacaine 30 mg for a total dose of 13.00776 mg/day via an implantable pump for lumbar radiculopathy and non-malignant pain. It was reported during a pump refill on (B)(6) 2018 a reservoir volume discrepancy was noted where device interrogation revealed the interrogated reservoir volume (irv) was 7.7ml and the actual aspirated volume (aav) was 12 ml. The plan was to perform a catheter dye study. The patient reported their pain was controlled/patient did not report worsening pain. On (B)(6) 2018 the catheter access port (cap) contrast study was performed secondary to reservoir volume discrepancies and revealed the hcp was not able to aspirate significant medication/was not able to aspirate much fluid so the catheter was observed under fluoroscopy. Fluoroscopy performed on (B)(6) 2018 revealed catheter migration and obstruction. The location of the migration was not recorded. The plan was to replace the pump secondary to multiple reservoir volume discrepancies and perform a catheter revision to clear obstruction and correct flow. On (B)(6) 2018 the entire catheter and pump were explanted/replaced. The device dispositions were unknown. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump reservoir volume discrepancy, catheter occlusion, and catheter dislodgement. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.